Manufacturer narrative:
The date of event for the reported issue was (B)(6) 2025. It turned out that the identical device was involved in a similar event that occurred earlier (dräger ref. (B)(4), date of event: (B)(6) 2025). Dräger received the report regarding the first event on (B)(6) which is after occurrence of the second event. It cannot be excluded that the delay in reporting was a contributing factor which let the second event come into effect - getting an expertise from the manufacturer earlier may have prevented the hospital from further using the device. The explanation given hereinafter reflects the investigation results of the first event. These results can be transferred to the second event as well: the hospital did not instruct the local dräger s&s organization to repair the device but provided screenshots from the content of the log file whereupon a case-specific evaluation is possible. The log entries demonstrate that the supervisor function of the sw detected speed deviations of the ventilator motor and forced a shut-down of automatic ventilation which confirms the reported observation. The safety concept can be explained as follows: speed fluctuations of the motor result in a deviation between actually reached and expected piston position. The piston hub defines the applied tidal volume and thus, to prevent from potentially hazardous output and/or from damages to the ventilator unit, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. The design of the workstation allows manual ventilation via the built-in breathing bag including gas dosage; the monitoring functions remain unaffected from a ventilator failure. The exact root cause for the speed fluctuations can only be determined by a deeper inspection of the device which hasn't been done yet. However, based on experience, wear and tear of the carbon brushes of the motor is the most likely root cause - intermittent contact losses during motor rotation causes the speed fluctuations since the motor does not provide mechanical power in these moments. The device is 14 years old and has lasted significantly longer already than the product's useful life - effects of wear and tear after such period of use are not unusual.

Event description:
It was reported to dräger in an ufr that automatic ventilation suddenly shut down during a surgical procedure. There was no detail in the report which would reasonably suggest that health consequences were resulting from the event. The device has no UDI as an UDI was not required at the time the device was manufactured.